Event description:
Per the clinic, the patient was experienced frequent bleeding at the abutment site and subsequently was treated with topical steroid on daily basis. Following treatment, on (B)(6) 2022, it was reported that the issue was successfully resolved. The patient continues to be clinically managed by their healthcare provider.